Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and retention samples from the reported product/lot number combination as well as the surrounding lots. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, the damage is likely to have been caused by the actual device having been pulled against heavy resistance such as calcification, scar tissue, or tortuous anatomy. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4). Actual device not returned.

Event description:
The user facility reported that the device used broke off inside the patient. Follow up communication with the user facility reported the following information: the physician tried to remove the destination sheath from the patient after placing an iliac stent. While removing the sheath it was half way out and then it became stuck. The physician then pulled quite hard and half of the sheath broke off. It took several techniques to remove the sheath. The physician had to put a balloon up and snare it and pull with alligator clips. Eventually the sheath was able to be removed. The physician reported that it took a couple of hours to remove the sheath. The procedure was completed and the patient is reported as doing fine.